Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 (mg/dl). Carbohydrates were consumed to address low bg levels. Reportedly, customer has increased their physical activity and declined to complete any troubleshooting with tandem technical support. Customer reported that their health care provider recommended that their temporary basal rate be set to accommodate for their activity level.